Manufacturer narrative:
An investigation has been initiated. We are currently waiting for the return of the device for eval. When the investigation is complete, a supplemental report will be submitted.

Event description:
Adapter failed at end of the dialysis process while being cleaned. It had been attached to the venous lumen. Disconnection occurred and there was a small loss of blood. The pt was treated with antibiotic prophylaxis (vancomycin and gentamycin). The catheter was secured, using the same model of adapter and a good repair was effected. The integrity of the joint tested with saline under positive pressure and negative pressure to look for air aspiration. Joint was leak free.